Event description:
It was reported that the devices were used during a thoracoscopy procedure. The device malfunctioned. No other information available at this time. There possibly has been a patient injury, but this is unknown at this time. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.